Manufacturer narrative:
E1 - initial reporter first name: (B)(6). Correction: a field alert is not required for this complaint. Please disregard.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 33mm x 3mm, concentric de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross lesion, resistance was felt. The device was pulled out and the stent strut was found damaged. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
E1 - initial reporter first name: ajithananthakrishna. Correction: a field alert is not required for this complaint. Please note the attachment provided on the initial report was inadvertently attached. Please disregard. Device evaluated by MFR.: promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent strut rows 2-7 at distal end of the stent were lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found kink in mid-shaft (278mm proximal from distal tip). No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 33mm x 3mm, concentric de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross lesion, resistance was felt. The device was pulled out and the stent strut was found damaged. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 80% stenosed, 33mm x 3mm, concentric de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross lesion, resistance was felt. The device was pulled out and the stent strut was found damaged. The procedure was completed with another of the same device. There were no complications reported and the patient's status was stable.